Event description:
It was reported that patient presented in hospital after receiving inappropriate high voltage therapy due to lead noise. Multiple aborted shocks were noted in electrograms. Lead noise was reproducible by isometric arm movements. Both ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and all device functions were normal. No noise was observed during testing.